Manufacturer narrative:
Following the occurrence, the service team was consulted. It was determined that preventive maintenance had been performed on the anesthesia machine in early (B)(6) 2025. During this maintenance, the pop-off valve within the respiratory system was disassembled and subsequently reassembled. Based on logs evaluation and the data collected the investigation suggests that the likely root cause of the alarm was improper installation of the pop-off valve during maintenance, which resulted in deformation of the valve's diaphragm. The deformed diaphragm of the pop-off valve was replaced on (B)(6) 2025. Post-replacement, the anesthesia machine has been monitored and, as of (B)(6) 2025, the issue has not recurred. The service representative was retrained to ensure future proper installation of the pop-off valve.

Event description:
It was reported that during first use of their machine after a preventive maintenance, when ventilating a patient, the a5 produced a continuous airway pressure alarm and would not ventilate properly. No patient injury was reported.

Event description:
It was reported that during first use of their machine after a preventive maintenance, when ventilating a patient, the a5 produced a continuous airway pressure alarm and would not ventilate properly. No patient injury was reported.

Manufacturer narrative:
Mindray service representative reported that bellows appear to be floppy/stretched. Service representative did not notice check valve sticking. No photo are available. Part has been discarded. Service representative noticed that the bellows would never completely fill up it always had a slouch to it and was caved in a little on one side. Logs were collected and it is under investigation.